Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an error message and shut down inappropriately. The complainant was not sure what message was displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.